Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Software could not find any archive or logs for this complaint to analyze and find the root-cause of the issue. Hence closing it to insufficient information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
UDI not available for this system at time of filing. Other relevant device(s) are: product ID: 9730888, software version: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that after the loading is complete, the yellow bar will highlight another patient exam. Device manufacturing date not available for this system at time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that there was an error in loading patient exams. There was no patient present at the time of the event.